Manufacturer narrative:
(B)(4). Publication date: exact event date unk. Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: long-term results of one anastomosis gastric bypass: a single center experience with a minimum follow-up of 10 years. Authors: sergio carandina, antoine soprani, viola zulian, jean cady. Citation: obesity surgery (2021) 31:3468¿3475, the purpose of this study was to evaluate the efficacy and safety of one anastomosis gastric bypass at least 10 years after surgery. From january 2005 to december 2007, 385 morbid patients with obesity receiving one anastomosis gastric bypass were included in the study. There were 319 females and 66 males with a mean age of 43.2+/-9.7 years and a mean bmi of 44.3+/-6.7 kg/m2 years. The one anastomosis gastric bypass procedure was performed using echelon flex 60-mm horizontal linear blue/gold stapler (ethicon endo-surgery). The stapler openings were closed with a monocryl 3/0- running suture (ethicon). An upper gastrointestinal series was systematically performed at postoperative day (pod) 1, and if negative for leak, an oral clear liquid was started. Patients were discharged on postoperative day 4 after eating a soft diet. All patients received a systematic postoperative multivitamin supplementation prescription and 40 mg of proton pump inhibitors during the first 6¿12 months. The reported complications included leak at the level of the gastric pouch staple line (n=4), postoperative bleeding (n=2), intestinal occlusion/richter hernia at the level of the port site in the left hypochondriac region (n=2), complete stenosis of the gastrojejunal anastomosis (n=1), ulcer at the gastrojejunal anastomosis level (n=19), and postoperative biliary reflux (n=38). In conclusion, we believe that one anastomosis gastric bypass has shown to be a technique with a reasonable balance between long-term efficacy and undesirable sequelae.